Event description:
Report received of the pump failing to detect an unspecified occlusion during preventative maintenance testing at the user facility. There were no reports of any adverse patient event while the pump was in clinical use. Though requested, no additional information was provided.